Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient's lead had high impedances. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria for each level build. Based on the DHR review performed, there is no indication there is an escape from manufacturing. Moreover, the unit has not been evaluated by ppe. The reported event of high impedance was confirmed. As received, the octrode lead had all its internal wires broken, that would cause high impedance.